Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The caller stated that the button error was cleared and did not want to replace the device. He also noted that he performed a fill cannula procedure and the insulin pump did deliver insulin. Advised that the insulin pump should be replaced, but the caller declined. Advised to monitor the insulin pump and to call back if the issue recurred. Nothing further reported.